Manufacturer narrative:
This report is submitted on may 15, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported).